Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 178 and 175 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/20/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): the 140mg/dl (B)(6) 2015 10:09:00 am fasting:yes, the 144mg/dl (B)(6) 2015 09:35:00 pm fasting:yes, the 138mg/dl (B)(6) 2015 09:34:00 pm fasting:yes, the 137mg/dl (B)(6) 2105 09:33:00 pm fasting:yes, the 165mg/dl (B)(6) 2015 09:29:00 pm fasting:yes. Customers concern:customer is concern with all the results in the meter because it is consistanly runs 40 points lower when comapred to his accucheck meter. Meter to meter comparison: another device 154 (B)(6) 2015 08:30:00 pm fasting, true result 140 (B)(6) 2015 10:09:00 pm fasting. Customer calling states that the meter is not giving accurate blood results. The meter is giving 40-50 points lower when compared to the accu-chek meter. Customer have only been using the meter for about a week now and is not satisfied with the lower results he is getting. Customer normal glucose range is 140 mg/dl and he test 3 times a day. Customer states that these results compare to his a1c test that was taken less than a month ago are a lot lower. Check customer accu-chek memory on (B)(6) 2015 9:30pm 154, on (B)(6) 2015 5:47am 160, on (B)(6) 2015 9:04pm 202, on (B)(6) 2015 5:55am 159, on (B)(6) 2015 9:22pm 136. Run blood test and got 175m/dl with the trueresult meter and then with the accu-chek meter results was 212mg/dl. Customer believes the accu-chek result is better because he just ate some chips. I will replace the meter, strips and send control solution.